Event description:
A report was received that the patient developed a rash around the implant site. It was also reported that the rash was the size of a quarter and was on the top and bottom of the incision site and that it was extremely itchy. The physician prescribed some cream that should help.